Event description:
Customer reported she had changed the battery and the following day it alarmed battery out limit. Customer stated the battery cap might be crooked. The device alarmed failed battery test. Customer was able to clear the alarm. Customer declined troubleshooting. Customer stated her current blood glucose was 62 mg/dl and stated it was low since it was time for her to eat lunch. Battery out limit alarm occurred during normal use. Customer was advised to monitor the device. Customer called back on (B)(6) 2015 and stated the device alarmed failed battery test. Blood glucose was (B)(6) 2015. Troubleshooting was performed and the device alarmed again. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.